Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The site reported a surgeon had been burned but no degree of burn or treatment was provided by the site. The pencil and pad in use were not covidien products and no description of how the burn occurred was made available to us when requested.